Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that, when the symptomatic patient presented in hospital after receiving inappropriate high voltage therapy, post-sensed t-wave oversensing was observed on the ventricular channel. Lead was capped and replaced and the device was reprogrammed.